Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. An evaluation of the device cannot be performed as the device remains implanted. Additional information (including x-rays and medical records) have been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Remains implanted.

Event description:
Patient had a total right hip replacement on (B)(6) 2016. He stated that when sitting he is unable to lift his right leg. He currently is not experiencing any pain. He is currently in physical therapy. Update as per patient on (B)(6) 2016: patient is still experiencing pain, limping and cannot drive, is currently in physical therapy.